Event description:
It was reported that the insulin pump alarmed button error and battery out limit. The blood glucose reading was 230 mg/dl. The customer was advised that the battery out limit alarm was an indication of normal device behavior, since the batteries had been out of the insulin pump for greater than the duration allowed by the device. No significant events leading to the alarm were observed. Advised replacement of the insulin pump due to the button error alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.